Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue; denied damage to the pump and verified battery cap fits properly. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04 oct 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2017 with the following findings: review of the black box data revealed unexplained power on reset events recorded. A battery cap was not returned with the pump for investigation. A test cap was used to complete the investigation and fit properly when placed on the pump. The pump powered on normally and was exercised for 24 hours without any interruption in power. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.